Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic wedge, there was a problem unloading the device in which the load would not come off. The jaws locked on tissue and were removed by pulling it off. There was no patient injury.